Event description:
Reported due to difficult removal requiring surgical intervention. Physician attempted a pre-close technique with two perclose a-t (closer ak) devices at the same puncture site. The first perclose device was deployed successfully. The second perclose device was deployed and "they found that the first suture had gotten wrapped around the foot of the second device, hence not being able to remove it." A surgical procedure was required to remove the device. Although requested, additional info was not provided.